Event description:
It was reported to target that during an embolization procedure, the guidewire could not be introduced into the hub of the catheter. It was introduced through the distal and they also has trouble injecting coils, which stopped at the distal end of the catheter. Both the catheter and the coil were removed. There was no impact to the pt's health from this occurrence.